Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Legal claim alleges the patient was revised to address pain. Results from MRI state there is a 4 cm wide soft tissue/fluid focus directly posterior and superior to the acetabulum which has a margin of very thick low signal intensity material suggesting metal debris. Additionally elevated serum cobalt and chromium levels are indicated. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (right hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Pfs alleges chromium/cobalt poisoning.

Event description:
Legal claim alleges the patient was revised to address pain. Results from MRI stated "there is a 4cm wide soft tissue/fluid focus directly posterior and superior to the acetabulum which has a margin of very thick low signal intensity material suggesting metal debris." Additionally elevated serum cobalt and chromium levels are indicated.